Event description:
Pump was running and programmed to infuse tylenol medication. Pump beeped off that infusion was done and ready for flush. However, there was still a small amount of medication in the syringe left (~0.1cc). The pump should not have beeped off early as the medication was not done infusing. This error was noted by 2 rns at the baby's bedside.